Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the employee possessed only general access, which prevents him from overriding high alert items. A technical support specialist, recommended that the pharmacy be informed to send medication stat to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medbank es system medication cannot be dispensed as it is not listed in patient's profile. Customer stated that there is a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.